Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist reviewed info the pt gave to a customer care advocate, cca, on (B) (6) 2010. The pt alleged that blood glucose results on his onetouch ultra meter were "erratic, sometimes high and sometimes low". The pt did not specify if results were those taken throughout the day or back to back. On (B) (6) 2010 the pt thinks his blood glucose was "80 something." The pt either could not recall the time or did not provide it. He stated, "I was fading." His wife found him on the floor and called emergency medical service who tested on their meter, result 30 mg/dl. Timeframe between the two results was not provided. The pt stated he has other medical issues and could not remain on the phone. Hence, the type of treatment and the pt's daily treatment regime were not obtained. The cca replaced the meter, strips, and sent control solution. Because the pt alleged that ems was contacted and obtained a low blood glucose result that is consistent with hypoglycemia, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.